Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 535 mg/dl. Customer was in the hospital due to other medical issue. Customer declined troubleshooting. Customer treated with manual shots. The insulin pump will not be returned for analysis.